Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation. It was noted that the patient had a fall approximately on (B)(6) 2019. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced. Effective therapy was established post-operatively.